Event description:
It was reported that in 2011, the physician (who implanted the patient¿s implantable neurostimulator [ins]) was going to ¿install the probes¿ in the patient¿s neck and hit a ¿blind site¿ in their spine which caused nerve damage in their left leg from the knee down to the bottom of their foot and toes. The patient stated that they were also given a back brace. The physician the removed the ins and leads (patient stated they had didn¿t have anything in their body) and a morphine pump was implanted. The patient stated that they had tried to return the programmer unit and a tens unit to their doctor but was told that they needed it and would not take them (patient stated that they did not want to be responsible for them). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v136027, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead; product ID 3998, lot# v322602, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).